Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event (damaged sterile packaging) was confirmed. A review of the device history records did not identify any related deviations or anomalies during the manufacturing process. Medical records are not applicable, as the reported event is a packaging issue. The root cause of the reported event is likely to be due to transit damage. Additional root cause for the reported issue was attributed to blister variable wall thickness and no head-space in the shelf carton causing the blisters to deform. A packaging design update was done to mitigate the failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6).

Event description:
It was reported that during a total knee arthroplasty, the sterile cavity of the implant was discovered broken. Another product was utilized to complete the procedure. There was no reported patient impact.